Event description:
A customer reported unexpected negative reactivity with the 3-cell screening assay on galileo echo instrument (B)(4).

Manufacturer narrative:
A review of the image files for the screening assay showed that negative results were obtained during initial testing performed on (B)(6) 2011. All cells were visually negative as reported. A review of the image files for testing performed on (B)(6) 2011 showed that positive (3+) results were obtained with cells 1 and 2; cell 3 was negative as expected. The antibody identification panel was performed on a different tube from the same sample due to an insufficient sample quantity in the first tube. Cells 1, 2, 3, and 14 were visually positive, and cell 4 was visually negative as interpreted by the echo. A different patient sample that also resulted as negative on (B)(6) 2011 was not repeated on (B)(6) 2011. The unexpected negative reactivity may have been sample related. The instrument is performing as expected.